Event description:
Note: this report pertains to one of two devices implanted during the same procedure. Associated manufacturer report #3005099803-2012-03764 pertains to the other device. It was reported to boston scientific corporation that an obtryx halo single system device was implanted into the patient on (B)(6), 2009. According to the complainant, post-procedure, the patient suffered pain due to the eroded mesh. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.